Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had critical block alarm, battery failed alarm and replace battery now alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump did not had an alarm after inserting a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Formatted history file confirmed pump error 15 and pump error four due to software error. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. However, failed battery test and power loss alarms found in the pump trace download due to slightly corroded battery tube. Unit received with faded and stained serial number label.